Event description:
It was reported that the customer was hospitalized with high blood glucose that went over 600 mg/dl and diabetic ketoacidosis. Symptoms included vomiting, diarrhea, fever, thirst and lethargy. She had a stomach virus, as well. Customer treated with the insulin pump and manual injection at the time. At time of emergency room visit, blood glucose was 427 mg/dl. Customer found the insulin inside of the reservoir was cloudy. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a stripped battery cap at coin slot, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot, a scratched reservoir tube window, cracked reservoir tube lip and scratched case. The device was received without belt clip and belt clip damage could not be confirmed.